Event description:
Reportable based upon analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure difficulty crossing the target lesion occurred. The target lesion was located in the ssperior mesenteric artery (sma). A 6.0 x 18 x 150 cm express vascular sd stent delivery (sds) was advanced but the device did not cross the target lesion. The sds was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as stable. Returned device analysis revealed the stent moved on the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed that express sd stent delivery system was returned with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion. The stent had moved on the balloon 1 mm distally from the proximal markerband and there were stent strut impressions present on the surface of the balloon between the marker bands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. The tightly folded balloon indicated the device was subjected to no positive inflation pressure. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the confirmed stent moved on balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).